Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
The patient reported via social media of having a problem with their device. No further information is available regarding the device or patient. No patient complications have been reported as a result of this event.